Event description:
There was an allegation of questionable creatinine plus ver.2 results for 4 patient samples on a cobas 8000 c702 module. Sample 1 had an initial result of 89.9 umol/l. The repeat result was 73.6 umol/l. The sample was repeated on a second analyzer and the result was 62.4 umol/l. A new reagent pack was loaded onto the initial analyzer. The old and new reagent packs were calibrated and qc was performed. The sample was repeated on the initial analyzer using the old reagent pack again and the result was 73.2 umol/l. The sample was repeated on a third analyzer and the result was 63.7 umol/l. The sample was repeated on a fourth analyzer and the result was 63.6 umol/l. The sample was repeated again on the initial analyzer using the new reagent pack and the result was 63.6 umol/l. Sample 2 had an initial result of 92.6 umol/l. The repeat result was 79.7 umol/l. The sample was repeated on a second analyzer and the result was 67.8 umol/l. A new reagent pack was loaded onto the initial analyzer. The old and new reagent packs were calibrated and qc was performed. The sample was repeated on the initial analyzer using the old reagent pack again and the result was 78.6 umol/l. The sample was repeated on a third analyzer and the result was 71.0 umol/l. The sample was repeated on a fourth analyzer and the result was 72.1 umol/l. The sample was repeated again on the initial analyzer using the new reagent pack and the result was 71.5 umol/l. Sample 3 had an initial result of 91.9 umol/l. The repeat result was 81.7 umol/l. The sample was repeated on a second analyzer and the result was 69.0 umol/l. A new reagent pack was loaded onto the initial analyzer. The old and new reagent packs were calibrated and qc was performed. The sample was repeated on the initial analyzer using the old reagent pack again and the result was 82.1 umol/l. The sample was repeated on a third analyzer and the result was 72.6 umol/l. The sample was repeated on a fourth analyzer and the result was 72.5 umol/l. The sample was repeated again on the initial analyzer using the new reagent pack and the result was 72.5 umol/l. Sample 4 had an initial result of 90.9 umol/l. The repeat result was 70.2 umol/l. The sample was repeated on a second analyzer and the result was 60.2 umol/l. A new reagent pack was loaded onto the initial analyzer. The old and new reagent packs were calibrated and qc was performed. The sample was repeated on the initial analyzer using the old reagent pack again and the result was 70.6 umol/l. The sample was repeated on a third analyzer and the result was 60.1 umol/l. The sample was repeated on a fourth analyzer and the result was 60.3 umol/l. The sample was repeated again on the initial analyzer using the new reagent pack and the result was 59.6 umol/l. The repeat results from the initial analyzer using the new reagent pack were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 91676401 and the expiration date is 31-jul-2026. The calibration and qc recovery data provided was within specification. The field service engineer (fse) observed that the reagent syringe deviated from the center point of the cuvette and adjusted its position. The investigation is ongoing.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.